Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g2, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: - deflation: observed an opening assessed unidentified (tear) opening. - plug strap separated: not observed. As per the investigation procedure, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional initially reported right side deflation diagnosed via ultrasound and later reported "plug strap separated". The device has been explanted and replaced.

Event description:
Healthcare professional initially reported right side deflation diagnosed via ultrasound and later reported "plug strap separated". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.